Event description:
Discordant, falsely elevated hemoglobin a1c (hb1c) results were obtained on three patient samples on a dimension exl 200 instrument. The falsely elevated results were reported to the physician(s). The samples were then repeated on the same instrument and resulted lower than the initial results. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hb1c results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that they had issues with quality control (qc) samples and imprecision on patient samples. The ccc advised customer to reset or replace and align the sample tip. A siemens field service engineer (fse) was dispatched to the customer's site and discovered that samples showed an elevated percentage for coefficient of variation (cv). The fse replaced sample tubing and checked the alignments. A new precision was run on samples and still observed elevated percentage cv. A new reagent lot was ordered as per the customer's request. The fse ran qc samples, which were still imprecise. The fse replaced and aligned reagent 2 probe, and performed calibration and ran a patient sample five times. The fse also performed probe alignments and verified that the instrument was operational. The cause of discordant, falsely elevated hb1c results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.